Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported, the customer was experiencing high blood glucose. Customer's blood glucose was 540 mg/dl. The customer had treated their blood glucose with 18 units of insulin. The customer also reported receiving a blank display and a battery out limit alarm. Customer stated they did not drop, bump, or expose their insulin pump to moisture. The customer was advised they will be sent a replacement battery cap. Customer was also advised the battery out limit alarm was normal insulin pump behavior. No additional information provided.